Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that this pacemaker showed eight months remaining longevity after only being implanted for approximately three years. Boston scientific technical services (ts) discussed that the power consumption of the device was greater than 300 percent. Engineering analysis confirmed the increase in power consumption and suggested device replacement. Subsequently the pacemaker was explanted for premature battery depletion. A new pacemaker was successfully implanted and no additional adverse patient effects were reported.